Event description:
Follow-up report to submit additional information not known at time of initial submission.

Event description:
The event was described as the basket partially breaking when being pulled back through a stented lesion. The basket caught on part of the stent and force had to be used to dislodge the basket from the stent. Any breaking of the basket could lead to sharp edges on the basket which may lead to vessel damage or perforation. This procedure was performed off-label as the IFU for pounce has a specific warning not to use the device in vessels that have been stented. The device was also used for 6 passes, over the limit of 3 allowed by the IFU. No patient harm.